Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after the procedure, the right atrial (ra) lead exhibited decreased p-waves and increased thresholds. Fluoroscopy evaluation showed the lead was displaced from the original position. Reprogramming was performed. The lead remains in use under further observation. No patient complications have been reported as a result of this event.